Manufacturer narrative:
Results of investigation: carefusion factory service received the suspect component, an avea gas delivery engine (gde). The gde was received electrostatic discharge (esd) protection compromised and an evaluation of the component is not possible at this time.

Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Other ¿ at this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported exhaled high peak pressure (ppeak) and ventilator inoperable (inop) alarms. The customer did not provide patient information. At this time, it is unknown whether there is patient involvement.